Event description:
It was reported that post-lead implant, the r-waves dropped and the pacing threshold had increased. The lead was dislodged. The next day, a new pace/sense lead was added and the defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.